Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Follow up with the physician was discussed. This device remains in service. No further adverse patient effects were reported.